Event description:
During the implant procedure, a decrease in sensing and high capture threshold were observed on the right ventricular (rv) lead. The lead was replaced to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events of r wave amp variation and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.